Event description:
At 0956 am, swan ganz catheter length noted to be at 58 cm at insertion site. Transducer was leveled, head of bed flat, monitor recalibrated. Balloon inflated with .75 cc of air when waveform changed. Pulmonary artery wedge pressure was 25 (pulmonry artery systolic/diastolic 45/28). Balloon was deflated and pulmonary artery tracing was obtained after balloon deflated. Within one minute of obtaining wedge pressure, pt began coughing up bright red blood and oxygen saturation dropped. Swan ganz was pulled back to 50cm and a change in waveform was noted. Swan ganz was placed on 10/8/98 at 1045, left subclavian, pulmonary artery wedge pressure 23.